Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy peritoneal effluent fluid and pd catheter occlusion. It is well established that pd patients are at high risk for infections of the peritoneum (1). The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of an opportunistic microorganism that colonizes in susceptible immunocompromised patients such as the esrd population. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on 4/nov/2024 following abdominal pain, cloudy peritoneal effluent fluid and an occluded pd catheter. Peritoneal effluent cultures and a white blood cell (wbc) count taken in the hospital on 5/nov/2024 presented with pseudomonas aeruginosa in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg daily (durations not reported) to initially address the infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection. The patient¿s antibiotic therapy was changed to intravenous ceftazidime (dosage and frequency not reported) following catheter removal. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) through a preexisting arteriovenous access for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis with no plan to return to pd therapy.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid and an occluded pd catheter. Peritoneal effluent cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with pseudomonas aeruginosa in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed a one-time dose of intraperitoneal (ip) vancomycin at 2000 mg and ip cefepime at 2000 mg daily (durations not reported) to initially address the infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection. The patient¿s antibiotic therapy was changed to intravenous ceftazidime (dosage and frequency not reported) following catheter removal. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) through a preexisting arteriovenous access for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.